Event description:
The 20 gauge insyte autoguard device was being used with a power injector at the rate of 4ml per second. The catheter detached from the hub. The catheter segment was retrieved without surgical intervention. No patient harm.